Manufacturer narrative:
Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the electromagnetic interface of the navigation system would not communicate with the system and the emitter was not tracking. Restarting the navigation system did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: initial reporter updated to proper value. If information is provided in the future, a supplemental report will be issued.